Manufacturer narrative:
The correction of h3b device not eval provide code and h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3b device not eval provide code: other corrected h3b device not eval provide code: device evaluation anticipated, but not yet begun previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, the handle came away from light. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter expert at manufacturer¿s. As they stated, no root cause could be provided with the information available to date. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 31st january 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, the handle came away from light. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). E1h event site postal code: (B)(6). H3 other text : device not returned to manufacturer.